Event description:
It was observed that during the device evaluation, the colonovideoscope had a scope communication error (e226), air water-cylinder and tube had foreign objects and scope connector cover (sc cover) unit & outside shield unit dirt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definite root cause could not be identified and for e226 scope communication error cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.